Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Lot number is not provided / unknown. Additional 510(k) number is k101880.

Event description:
Fracture platform. Crown came off, direct visualization confirmed by x-ray. Fractured implant was then removed and area grafted with autogenous bone. Pain, infection and inflammation was reported. Tooth #3 (universal).

Manufacturer narrative:
This report is being submitted to report additional information. The product was returned for investigation. The reported event for infection is non-verifiable however is confirmed for fracture. Based on the evaluation, the device malfunction did not occur for infection however did occur for fracture. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when it left zimmer biomet. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause could not be identified. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.